Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device sustained a cracked screen, and a replacement was determined to be needed due to compromised functionality and loss of water resistance. Symptoms included no adverse clinical effects. Outcomes included education to maintain backup therapy and guidance to sync data to the mobile app before shutdown and return. Investigation included remote troubleshooting and verification of shipping information. Investigation of this device revealed damage to the screen that affected usability and water resistance, consistent with a hardware screen failure. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.